Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 495mg/dl, a battery out limit and blank display. The customer treated with insulin. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump, and the display returned. Troubleshooting advised customer that a new replacement battery cap would be sent to them as a courtesy. Customer was advised to monitor the pump and call back if necessary. No further high blood glucose troubleshooting was performed.